Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during insertion of expert tibial nail with suprapatellar instrumentation, the driving cap broke at the junction of the threaded end. There was no surgical delay. There was no patient consequence. Concomitant device reported: unknown expert tibial nail (part# unknown, lot# unknown, quantity 1). This report is for one (1) insertion handle for suprapatellar. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the event occurred on an unknown date in 2018. The threaded end of the driving cap was stuck in the insertion handle; the hospital was able to successfully remove the driving cap segment from the insertion handle.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a malfunction associated with the depuy synthes device. The device functioned as intended. There is no evidence that the reported death was associated or caused by the depuy synthes device; therefore, this event will be captured as not reportable. Should further information become available this determination will be reassessed accordingly.

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a malfunction associated with the depuy synthes device. The device functioned as intended. There is no evidence that the reported death was associated or caused by the depuy synthes device; therefore, this event will be captured as not reportable. Should further information become available this determination will be reassessed accordingly. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history lot part: 03.010.440. Lot: 160187-101. (B)(4). Release to warehouse date: 08.sep.2016 . The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.